Event description:
Upon removing the neuron 070 catheter from the dispensing tube, a kink was noticed at the distal tip approximately 12cm from the end. The technician states that the kink was present as soon as it was removed from the tube and not during introduction into the femoral sheath.

Manufacturer narrative:
Technical eval: the device had a series of kinks at the distal flexible zone. The distal 2cm was flattened. Conclusion: some of the kinks may have occurred on the returned trip to penumbra because of the packaging condition. Some of the damage may have occurred during the packaging process at penumbra. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1626-03/b, (lot # l14045). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot # l14045) indicated that 100% inspection of the devices resulted in (B)(4) rejects for visual and dimensional measurement. The lot was associated with (B)(4). In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. Three coils sub-assemblies (l13923, l13926, l13928) have been used to manufacture the lot, DHR review of the coil lots show no anomalies with the mfg process. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.